Manufacturer narrative:
Additional information for further investigation was requested but not provided. A root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for calcium gen.2 (ca) on three patient samples. Of those three, it was determined that one sample had erroneous results that were reported outside of the laboratory. The patient had an initial ca result of 6.2 mg/dl; which was considered critical by the customer and was reported to the "ER" physician, who questioned the result. The sample was repeated on the same instrument and generated a repeat result of 8.6 mg/dl. The customer deemed the repeat result to be the correct result and called it to the physician. There was no effect to the patient, and there was no adverse event. The testing was performed on a cobas 6000 c501 analyzer with serial number (B)(4). On further follow up, the customer indicated they resolved the issue by replacing the reagent pack. The customer refused a service dispatch for the issue.